Event description:
It was reported that upon interrogation, the atrial lead exhibited noise with auto mode switch episodes. No intervention was performed; the patient was in good condition. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.